Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. It also had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Summer camp's nurse reported via phone call that the customer received a button error alarm on the insulin pump during a bolus attempt. They did not recall any significant events leading to the alarm. Blood glucose value was 104 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.